Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issues. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of mitral regurgitation (recurrent mr) is a cascading event of the reported slda. Recurrent mr is listed in the mitraclip instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported hospitalization (required or prolonged) was a result of case-specific circumstances, as the patient was re-hospitalization due to the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. Prior to the inserting the devices, it was noted that the patient had an enlarged atrium. Two xtr clips (00528u144, 00528u192) were successfully implanted without issues, reducing mr to a grade of 1. On (B)(6) 2020, the patient returned to the hospital and echocardiography showed that the one of the xtr clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to a grade of 3. It was noted that it is unknown which of the two xtr clips had an slda. No additional treatment was performed. No additional information was provided.